Event description:
A report was received that the patient underwent a lead revision due to skin irritation caused by the tension loop on the lead. The physician buried the tension loop deeper and the patient was reportedly doing well following the procedure.